Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that upon impella 5.5 insertion, the 5.5 was backloaded onto the wire, advanced into the left ventricle (lv), and the patient experienced ventricle tachycardia. Cardiopulmonary resuscitation was started by the physician and the patient was shocked once, returning to a normal rhythm. The initial measurement was 6.8cm in lv. The impella was pulled back using transesophageal echocardiography¿(tee) to the depth of 5.6cm. The impella was initiated at p-2. The patient was stable.

Manufacturer narrative:
The investigation into the vf/vt (ventricular tachycardia) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.